Event description:
At six-month follow up, the pt was diagnosed with a type ii endoleak. Reintervention via coil embolization of the lumbar artery was performed. Following the reintervention, the physician noted a small blush of contrast on final angio believed that a limb of the excluder device may have been punctured during sac pressure tests, creating a type iii endoleak, however no action was deemed necessary at that time. The pt returned two weeks later at which time further imaging revealed that the endoleak was a proximal type I, not a type iii as initially thought. An excluder aortic extender was placed, successfully resolving the endoleak.